Event description:
It was reported that after three days of use, the balloon on the iab ruptured. During attempted removal, resistance was encountered, and a surgical procedure was required. There was no add'l complications.